Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube shaft was completely separated 65cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 17-feb-2016. It was reported that shaft kink occurred. During the unpacking of a 2.00mm x 20mm emerge¿ balloon catheter, it was noted that the shaft was bent. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube break.